Event description:
Related manufacturer reference number: 2017865-2022-00931. It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator and right ventricular (rv) lead was found to have myopotentials over-sensing and failure to sense. No intervention was performed and the patient will continue to be monitored. No patient consequences were reported.